Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three week post implant, the patient experienced intermittent chest/cardiac pain and cardiac perforation. It was also reported that the right atrial (ra) lead screw may have perforated the cardiac atrium. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.